Event description:
A few days earlier, she was alarmed and the heart icon with the line through it was on the monitor. She pressed both response buttons, it stopped and stated nothing ever happened again, but she thought she should report it. Support requested the patient perform a data download. A review of the downloaded data revealed several asystole events on the side-to side ECG chanel over the last 8 days of wear, but virtually zero before that time. She had no significant falloff time in any lead. The patient's monitor and electrode belt were replaced.